Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 43 mg/dl. The customer treated with food. The customer also had a blood glucose of 49 mg/dl, which had suddenly increased to the 200 mg/dl and 300 mg/dl ranges. During troubleshooting for the low blood glucose, the customer stated that auto mode was automatically delivering insulin at the time of event. The customer also confirmed that the reservoir contained 200 units of insulin despite the status screen reading 186.1 units. However, the insulin pump programming was accurate and the device passed the displacement test. The insulin pump was not returned for analysis.